Event description:
It was reported that the patient presented to the emergency department following inappropriate shocks due to oversensing. Chest x-ray revealed that the lead had dislodged. The lead was repositioned. The patient was stable.